Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2020-02292. It was reported that during a procedure to add an additional lead the physician inadvertently pulled on the implanted leads causing migration of the l5 and s1 leads. In turn, the leads were explanted and replaced to address the issue.